Event description:
The manufacturer received information alleging a patient hasn't used the ventilator for a year and has been diagnosed with kidney disease, lung tumor and non alcoholic liver disease. The patient had lung surgery due to fluid in his lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging a patient hasn't used the ventilator for a year and has been diagnosed with kidney disease, lung tumor and non alcoholic liver disease. The patient had lung surgery due to fluid in his lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient hasn't used the ventilator for a year and has been diagnosed with kidney disease, lung tumor and non alcoholic liver disease. The patient had lung surgery due to fluid in his lungs. Repeated attempts for additional information or to have the device returned for evaluation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received information alleging a patient hasn't used the ventilator for a year and has been diagnosed with stage 4 kidney disease, lung tumor with surrounding fluid and non alcoholic liver disease. The patient had lung surgery due to fluid in his lungs.

Manufacturer narrative:
Additional information was received on jan 16 , 2025 and section h10 should be reported as: in pervious report section b2 incorrectly captured in this report it was corrected and updated. The manufacturer received information alleging a patient hasn't used the ventilator for a year and has been diagnosed with kidney disease, lung tumor and non-alcoholic liver disease. The patient had lung surgery due to fluid in his lungs. Additional information received for device information section b1 is corrected from product problem to adverse event and product problem. Section d4 updated in this report.